Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. Troubleshooting was performed and found that the basal rates and time in the insulin pump were programmed incorrectly. The customer was assisted with programming the basal rates and time correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.